Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a bravo capsule which failed to attach, no harm was caused to the patient and a repeat procedure was performed. No intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the bravo procedure for 5 years, and was trained by a given representative. The vacuum source used was a medela pump and the pressure before the procedure (with finger and without) was 550mmhg. Some lubricant was used to facilitate the capsule placement and user is not sure no lubricant went into the capsule chamber. The delivery system and the capsule will not be returned to given as the customer discarded the device. The physician is not clear to what caused the failure to attach. Customer also stated the safety was not in place prior to use and attempted to use anyway.